Event description:
Info received indicates the head section of the stretcher is not lowering due to a bent head gas cylinder.

Manufacturer narrative:
The tech replaced the head gas cylinder to repair the bed.